Manufacturer narrative:
(B)(6). (B)(4). These parts are not approved for use in the united states; however, the catalog #s 9791223 and 510k # k061274 of 'like devices' were cleared in the united states. The device was not returned . No conclusions can be drawn . Devices of multiple part/lot numbers were implanted during the procedure including: part: 6272415 / lot: zw40 part: g9790025 / lot: 0363697w part: g9791223 / lot: h5189773 part: g9791223 / lot: h5189773 part: g9791223 / lot: h5189773 although it is unknown if any of these devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that patient underwent anterior cervical fixation at levels c7-t1 on an unknown date. On an unknown date post-op, the patient's palsy got worsened. Revision was scheduled to perform posterior cervical fixation. The products came in contact with the patient.